Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient temperature was not displaying on the arctic sun device. Nurse was attempting to use the device to warm a patient from 25c (77f). The doctor wanted the patient warmed at 0.2c/hour to 37 c. Nurse reported that the patient temperature would not display. Bladder probe was in place. The temperature in cable was in temperature port 2. Mss had the nurse to move the cable to temperature port 1. The device was displaying just dashes and sounding alarm 14 (patient temperature probe 1 out of range). Mss explained that the patient temperature display range was 10c to 44c (50f to 111.2f 0.1c/f increments). Mss also recommended to find a replacement temperature cable and if there was still no temperature displayed the bladder probe had to be changed. Mss walked the nurse through changing the control strategy to 3 and the controlled rewarm to start from 32c and recommended an esophageal probe for control strategy 3.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient temperature was not displaying on the arctic sun device. Nurse was attempting to use the device to warm a patient from 25c (77f). The doctor wanted the patient warmed at 0.2c/hour to 37 c. Nurse reported that the patient temperature would not display. Bladder probe was in place. The temperature in cable was in temperature port 2. Mss had the nurse to move the cable to temperature port 1. The device was displaying just dashes and sounding alarm 14 (patient temperature probe 1 out of range). Mss explained that the patient temperature display range was 10c to 44c (50f to 111.2f 0.1c/f increments). Mss also recommended to find a replacement temperature cable and if there was still no temperature displayed the bladder probe had to be changed. Mss walked the nurse through changing the control strategy to 3 and the controlled rewarm to start from 32c and recommended an esophageal probe for control strategy 3.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is temperature cable failure. However this cannot be confirmed. Nurse was attempting to use the device to warm a patient from 25c (77f). The doctor wanted the patient warmed at 0.2c/hour to 37 c. Nurse reported that the patient temperature would not display. Bladder probe was in place. The temperature in cable was in temperature port 2. Mss had the nurse move the cable to temperature port 1. The device was displaying just dashes and sounding alarm 14 (patient temperature probe 1 out of range). Mss explained that the patient temperature display range was 10c to 44c (50f to 111.2f 0.1c/f increments). Mss also recommended to find a replacement temperature cable and if there was still no temperature displayed the bladder probe had to be changed. Mss walked the nurse through changing the control strategy to 3 and the controlled rewarm to start from 32c and recommended an esophageal probe for control strategy 3. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (arctic sun temperature cable) product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that patient temperature was not displaying on the arctic sun device. Nurse was attempting to use the device to warm a patient from 25c (77f). The doctor wanted the patient warmed at 0.2c/hour to 37 c. Nurse reported that the patient temperature would not display. Bladder probe was in place. The temperature in cable was in temperature port 2. Mss had the nurse to move the cable to temperature port 1. The device was displaying just dashes and sounding alarm 14 (patient temperature probe 1 out of range). Mss explained that the patient temperature display range was 10c to 44c (50f to 111.2f 0.1c/f increments). Mss also recommended to find a replacement temperature cable and if there was still no temperature displayed the bladder probe had to be changed. Mss walked the nurse through changing the control strategy to 3 and the controlled rewarm to start from 32c and recommended an esophageal probe for control strategy 3.